Event description:
It was reported that the sheath split. A 1.50mm rotapro burr was selected for use in an unspecified procedure. At an unknown point in the procedure, the sheath of the device was split. This was discovered upon withdrawing the device from the patient. The device was functionally tested outside of the patient and it ran without issue. The device was inserted back into the patient, but made a noise, dropped to between 20 to 30 rpms, and then stalled. A new device was selected to finish the procedure. No adverse patient effects were reported, and the procedure was successfully completed. It was further reported that the event was reported via medwatch mw5091825. The patient was admitted with chest pain and coronary artery calcifications. After the device stalled, the physician moved the device back to see if it was too far within the lesion. Atherectomy was initiated again; however, the device stalled again. The device was removed and it was observed that there was a leak on the drive shaft sheath.

Manufacturer narrative:
Device analysis by MFR: the returned device consisted of a rotapro. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate. Product analysis confirmed the reported event due to the melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the sheath split. A 1.50mm rotapro burr was selected for use in an unspecified procedure. At an unknown point in the procedure, the sheath of the device was split. This was discovered upon withdrawing the device from the patient. The device was functionally tested outside of the patient and it ran without issue. The device was inserted back into the patient, but made a noise, dropped to between 20 to 30 rpms, and then stalled. A new device was selected to finish the procedure. No adverse patient effects were reported, and the procedure was successfully completed.